Event description:
It was reported that a revision surgery was performed due to a misalignment of the cup. Multiple devices were removed and patient was implanted with smith and nephew devices. No further information is available.

Manufacturer narrative:
The associated r3 0 hole acetabular shell, r3 xlpe liner, cobalt chrome femoral head, and hole cover were not made available for evaluation. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the devices failed to meet specifications. As devices were not returned for evaluation, the visual inspection and dimensional checking could not be performed. A relationship, if any, between the devices and the reported incident could not be corroborated. A clinical analysis noted that no clinical documents were provided. Therefore, no thorough clinical assessment of the reported issue can be rendered at this time. The patient impact could not be determined with the available information. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.